Event description:
It was reported that the subject experienced right sided inguinal hematoma with scrotal involvement requiring prolonged hospitalization and medication. On (B)(6) 2025, subject was randomized to the study. Anticoagulation and ekos index procedure were performed on the same day. Two ekos devices were successfully placed in the right pulmonary artery and left pulmonary artery. Therapy was initiated via the ekos devices at a rate of 2mg/hr for a total dose of 7 mg across both catheters on same day. On (B)(6) 2025, the subject was noted to have increasing tenderness and hard swelling around right groin region where the venous catheter site was accessed. Subject was also noted to have increased swelling and purple discoloration that worsened over a day. A CT of abdominal and pelvis was performed which revealed, small foci of active bleeding in the subcutaneous tissues of the right groin, adjacent right inguinal hematoma extends into the right scrotum and towards the right flank. Bilateral central and segmental pulmonary emboli with overall decreased clot burden when compared to (B)(6) 2025. The bleed was determined to be venous in origin and should respond to pressure. Apixaban was started. The severity of the event was noted to be mild, and the event led to prolongation of hospitalization. On (B)(6) 2025, subject had significant improvement in tenderness and swelling began to improve. Anticoagulation was restarted and subject was hemodynamically stable before discharge. On (B)(6) 2025 the subject was discharged.

Manufacturer narrative:
A2 - age at time of event: the subject was 73 years old at the time of study enrollment.d4 - lot number: there were two potential lot numbers for the device; 8035188332 or 8035347912.